Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-06607.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 502 mg/dl, although the customer stated that he felt okay. He stated that he just put in insulin, since there was none in the insulin pump before he performed an infusion set change. He changed the infusion set and treated with the insulin pump. He had called to check if blood at the sensor insertion site was normal. The customer was not actively bleeding. Explained that the needle retracting during sensor insertion may have pulled up a little blood. The customer declined further troubleshooting after clarification. Nothing further reported.